Event description:
Pt sustained a small lesion in the left corner of the mouth, upper lip and on their left cheek due to contact with a tee probe during coronary artery bypass graft (CABG). The tee probe was disinfected using cidex opa solution prior to use.